Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), nausea ("nausea") and premenstrual syndrome ("severe pms symptoms"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, nausea and premenstrual syndrome outcome was unknown. The reporter considered menorrhagia, nausea and premenstrual syndrome to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: bilateral occlusion. Most recent follow-up information incorporated above includes: on 25-oct-2019: plaintiff fact sheet received. Events per pfs: severe pms symptoms. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), nausea ("nausea"), premenstrual syndrome ("severe pms symptoms") and genital haemorrhage ("abnormal bleeding (general)"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, nausea, premenstrual syndrome and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage, menorrhagia, nausea and premenstrual syndrome to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on 10-apr-2008: results of your essure confirmation test: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2020: pfs received: newly added events- genital hemorrhage, reporter was added, consumer race was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and nausea ("nausea"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia and nausea outcome was unknown. The reporter considered menorrhagia and nausea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: case has became incident. Previously reported event "injury " was replaced with new events- menorrhagia (heavy menstrual bleeding) and nausea. Reporter information were updated and lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.